Event description:
In 2004, when rn hung chemo bag, the tubing slipped out of the chemo bag without any resistance, resulting in a chemo spill. Per interview with rn involved, rn was wearing protective gloves, however, a small amount of liquid spilled on their skin. No spill on the pt.